Manufacturer narrative:
Returned data logs show the raw placement signal at 5000 mmhg from the start of the case, indicating an open line. The pump was returned and an open line in both the v+/v- and s+/s- lines was confirmed. The exact cause of the open line was not determined. Of note, the ps wiring was caught under the purge kink protector upon opening of the pump handle. When removed from under the kink protector, ps wire damage was noted. Added actual investigation details above to h10 (product was returned).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella implant, a placement signal alarm was received during device priming. It was reported that the flows did not resolve, and a new device was requested to manage the complication and provide a reliable signal. It was reported that the process of impella implantation was aborted. No patient harm was reported.